Manufacturer narrative:
(B)(4).

Event description:
A diabetes educator reported an event via maude (mw5169946). On 05/20/2025, dexcom was made aware of the maude report. On 06/26/2025, the diabetes educator called dexcom in regard to the maude report she submitted and provided the patient¿s information. Upon receiving the patient¿s information and the maude report number, it was discovered that this reported event is the same event for this patient and the event was reported under MFR # 3004753838-2025-114932. The event details in MFR # 3004753838-2025-114932 are up to date and accurate based on the report of the patient that confirmed the same event details reported by the diabetes educator and their maude report. Additionally, on 06/26/2025, the diabetes educator reported that in the hospital, the patient was given glargine insulin, humalog drip, potassium chloride, sodium bicarbonate, calcium gluconate, magnesium sulfate, kayexalate, potassium chloride, and magnesium sulfate.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On 04/25/2025, it was documented that the patient's cgm readings were as follows: 64 mg/dl at 1:53 am, 79 mg/dl at 2:30 am and 113 mg/dl at an unknown time. The patient was self-treated with sugar based on the cgm readings. At 6:30 am, the patient experienced sudden weakness, vomiting, unclear thinking, and disorientation. The patient's spouse called emergency services, and the patient was brought to the hospital by ambulance. The patient arrived at the hospital around 8:30-9:00 am. Another fingerstick was taken and the bg reading was 1400 mg/dl while the cgm reading was around 60 mg/dl. The patient was diagnosed with diabetic ketoacidosis and treated with unspecified intravenous fluids. The patient was discharged after spending 2 days in the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to going to the hospital. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.